Event description:
It was reported that in the pt's room during insertion into the pt's subclavian vein, the connection between the needle hub and the arrow raulerson syringe (ars was found to be too loose. As a result, the needle and ars were removed, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). A f/u report will be filed if add'l info becomes available.